Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient was enrolled in trident ii revision outcomes study. Patient states there is a lot of muscle pain around the hip area, using a cane to walk but is limited by ankle pain and swelling." Clinic notes indicate: "loosening of hip joint prosthesis. Mechanical loosening of internal left hip prosthetic joint. Wear of articular bearing surface of internal prosthetic left hip joint".

Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as the device remains implanted. -clinician review: a review of medical records by a clinical consultant indicated: "the patient underwent a revision operation and then developed drainage which required another surgery and liner and head exchange. Subsequent cultures were positive for infection. I can confirm that the debridement and the liner and head exchange took place since I was able to review the operation report and pathology reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of drainage and infection following total hip hyperplastic are multifactorial including surgical technique factors and patient factors." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.   -complaint history review: there have been no other similar events for the reported lot.  Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre and post operative xrays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
As reported: "patient was enrolled in trident ii revision outcomes study. Patient states there is a lot of muscle pain around the hip area, using a cane to walk but is limited by ankle pain and swelling." Clinic notes indicate: "loosening of hip joint prosthesis. Mechanical loosening of internal left hip prosthetic joint...wear of articular bearing surface of internal prosthetic left hip joint...".